Manufacturer narrative:
The 510 (k)# is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/14/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on his one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following is based on the initial call. The patient mentioned that he noticed the inaccurate high readings on (B)(6) 2011 at 2:30 pm. The obtained a 304 mg/dl after he had exercised and ate breakfast. Approximately 3.5 hours later, the patient exhibited hypoglycemic symptoms and could not see clearly. The patient did not self-treat or seek any medical attention due to the alleged issue. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, the exact symptoms he exhibited, how long symptoms lasted and whether the patient attempted to test their blood glucose when exhibiting symptoms. The complaint is being reported since the patient alleged that he exhibited symptoms suggestive of hypoglycemia after obtaining alleged high readings on his meter.